Manufacturer narrative:
Eval summary: the device did not open and close due to dried body fluids. The device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blad damage may have occurred from external contact during activation.

Event description:
It was reported that the device was used duirng a hemiorrhoidectomy, jaw not grasping tissue. Another device was used to complete case. No pt consequences.